Event description:
It was reported that vessel perforation occurred and the procedure was aborted. The target lesion was located in the pulmonary artery. A v-18 control wire was selected for use. However, during the procedure, the artery was perforated and the patient experienced high blood pressure. The physician reported that the guidewire was the cause of the perforation and patient's high blood pressure. The procedure was abandoned and suction was used to resolve the event. The patient was kept overnight for observation and diuresis. The patient current status was stable.